Manufacturer narrative:
Additional information: h6. Complaint is not confirmed. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. Functional testing with ar-6410 arthroscopy pump tubing worked as required running water during low/high pressure. No problem found. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. Visual evaluation, the pump housing right latch door is broken on the top cover, and deep scratches on the front of the device. The original warranty seal was present and completed. The manufacturing date of the device is 2014-04. No problem was found related to the reported event.

Event description:
It was reported by an arthrex technician that the pump doesn't take any water. After pressing 'rinse' it seems to work but when the pump finally has water it keeps running at a very high frequency. There was no harm or adverse event for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update avoe 19-sep-2023: it was confirmed that the error occurred during a surgery. It was an intermittent problem and according to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. Update avoe 25-sep-2023: it was further reported that the error occurred during an anterior cruciate ligament surgery. The tubing ar-6410 was used with the reported pump.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.